Manufacturer narrative:
The patient history buffer data shows insulin being delivered accordingly in manual mode. No sensor information was input into the controller. Housing vent damage was observed on the bottom housing along with damage to the external soft cannula. The timing and cause of the damages could not be determined. It could not be conclusively determined if the external cannula damage is directly linked to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (arm). The investigation observed a torn cannula and damage to the housing vent. It was also reported that the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 24 and 36 hours.